Event description:
Effusion of both knees recurrent [knee effusion]. Recurrence of pain/hurting worse [knee pain] . Inflamed [injection site inflammation] . Recurrence of swelling/swollen [injection site swelling] . Left and right knee synovial fluid few white blood cells on gram stain [synovial fluid white blood cells positive]. Bloody fluid from left knee [synovial fluid red blood cells positive] . Left and right knee synovial fluid slightly cloudy/rare epithelial cells on gram stain [synovial fluid analysis abnormal] . Right knee synovial fluid pink [synovial fluid analysis abnormal] . Case narrative: this case was cross referenced with case (B)(4) (same patient). Initial information received from united states on 20-nov-2018 regarding an unsolicited valid legal serious case received from lawyer. This case involves a (B)(6) years old female patient who experienced recurrence of swelling/swollen, inflamed, recurrence of pain/hurting worse (latency: 0 day), effusion of both knees recurrent, (latency: unknown), bloody fluid from left knee (latency: 1 month 7 days), left and right knee synovial fluid few white blood cells on gram stain, left and right knee synovial fluid slightly cloudy/rare epithelial cells on gram stain and right knee synovial fluid pink (latency: 1 month 17 days), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included bilateral foot pain; left greater than right, mild foot arthritis, pain in both knees; left greater than right, small effusion in left knee, nuclear magnetic resonance imaging abnormal on (B)(6) 2014 showed: unremarkable sacrococcygeal spine and bilateral joints, lower lumbar disc disease with levoscoliosis, multiple sacral tarlov cysts, measuring upto 3.5 cm, nontraumatic constant 9/10 low back pain which was aggravated by prolonged standing, pain related insomnia, mildly reduced range of motion and diffuse lower lumbar paraspinal tenderness, had physical therapy for right lumbago, severe l2-3/l4-5 degenerative disc disease, moderate to severe 12-3/14-5 spondylosis, moderate-severe 12-s1 foraminal spinal stenosis. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing patellofemoral crepitus in both of her knees, patello femoral arthritis, knee patellofemoral oa/chondromalacia, significant arthritis in both knees. On (B)(6) 2017, the patient started taking hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose in both knees (with an unknown batch number) for bilateral knee pain. Patient reported that since the injection both knees were hurting worse and were swollen and inflamed (latency: 0 day). Patient had a moderate effusion in both of her knees (latency: unknown). Both knees were aspirated and got 40 ml of clear synovial fluid from her right knee and a couple of ml of bloody fluid from her left knee (latency: 1month 7 days). Both knees were injected with 2 ml of cortisone and 2ml of bupivacaine (marcaine). On (B)(6) 2017, patient had follow up on knees. They were really not feeling any better. Both knees had recurrence of the fluid. Patient had small to moderate effusion in both of her knees. Patient had no erythema or warmth, fevers or chills. Both knees were aspirated and had got 33 ml of clear synovial fluid from left knee and 30 ml from right knee. On (B)(6) 2017, aspiration the left knee and got 24 ml of clear synovial fluid, and the right knee got 22 ml. Both were sent for cell count with differential, gram stain, c&s, and protein. The synovial fluid testing from right and left knee showed rare epithelial cells and few white blood cells on gram stain and the fluid was cloudy (latency: 1 month 17 days). Also, the synovial fluid from right knee was pink in color. On (B)(6) 2018, it was reported that both knees flared up recently. Patient had moderate effusion in both of her knees and aspiration was carried for both knees and got 24 ml of clear synovial fluid from right knee and 27 ml of slightly bloody synovial fluid from left knee. Both knees were injected with 2 ml of cortisone and 2 ml of bupivacaine. Final diagnosis was recurrence of pain/hurting worse, moderate effusion of both knees recurrent, moderate recurrence of swelling/swollen, inflamed, bloody fluid from left knee, right knee synovial fluid pink, left and right knee synovial fluid slightly cloudy/rare epithelial cells on gram stain and left and right knee synovial fluid few white blood cells on gram stain. Corrective treatment: cortisone and bupivacaine for pain/hurting worse, effusion of both knees recurrent, recurrence of swelling/swollen, inflamed; not reported for rest of the events. Outcome: unknown. Seriousness criteria: intervention required for pain/hurting worse, effusion of both knees recurrent, recurrence of swelling/swollen, inflamed. A product technical complaint was initiated and results were pending for the same.